Event description:
Equipment clinical engineering: chamber that infused levo, brain, unused chamber, unused chamber, pt had levo running at 0.05. While charting, we noticed tachycardia and eventual hypertension on our monitors, and we assessed the patient. Profound tachycardia in the 140+ and sbp (systolic blood pressure) 150+ occurred, and we turned off the infusion. During assessment to obtain labs and give metoprolol, we disconnected the levo infusion line from the patient when additional levo medicine released from the tubing onto the floor, as if unhindered or not locked by any safety mechanism. We believe the infusion was bypassing the rate limiting mechanism of the chamber and infusing much higher rates of levo into the patient. No alarms were made by the pump as it infused the medication without difficulty or alarm up to us running off the drip.